Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 14.5-15.2cm, 39.1-39.3cm, 39.5-40.1cm, 39.8-40.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Internal insulation abrasion was noted at 11.0-12.0cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the or for a generator change out due to normal eri. No electrical anomalies were noted. The physician postponed generator change and transferred the patient to a different hospital for rv lead extraction. No further information is available.